Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 247 mg/dl. The customer had not administered insulin to address bg level prior to contacting tandem technical support. After the reset, the customer continued to use the current pump for insulin therapy.